Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during the strip down process while removing the cassette during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 5 of 5 of treatment. It was reported that air bubbles were found in the patient line. The cycler was reset and the treatment was canceled through the power recovery failed feature. The power recovery feature failed and leak was discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment as patient was on their last fill when event occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette and old cycler used by the patient was returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned for physical evaluation. An external visual inspection found no physical damage. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. The post-accelerated stress test (ast) 2-hour 15-minute 8500 ml simulated treatment was initiated and failed due to a not enough supply bags for total alarm during setup. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The internal inspection also discovered the hp1 filter was clogged and was replaced with a clean filter. A second post-ast 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any alarms or failures. The pre-ast 15-minute 1000 ml simulated treatment was performed and passed. The cycler was powered off and powered on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed and completed without failure. The cycler underwent and passed a mushroom head check. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.